Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2018-00069. It was reported the patient's lead implanted at the right l5 vertebra level was explanted and replaced in order to provide improved coverage. The patient's lead implanted at the left l5 vertebral level remained implanted. It is unknown which lead was placed at the right or left vertebral level; therefore both devices are being reported.